Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. With a x-soft stylet inserted. Visual examination and x-ray examination found the helix was partially retracted and clogged with blood/tissue, the outer insulation was cut at 7.8 cm. And 10.7 cm. From the connector pin, a suture sleeve tie down impression 10.4 cm. From the connector pin, and electrocautery damage to the outer insulation at 9.4 cm. From the connector pin. No conductor fractures or internal shorts were noted. No anomalies were evident besides from procedural damage. The reported event of lead noise was not confirmed. Serial number should have been (B)(4) instead of (B)(4), lot number should have been a000052311 instead of a000052633, should have been (B)(6) 2018 instead of (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13402. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead and right ventricular lead exhibited noise. The right atrial lead noise was unable to be programmed around. The physician explanted and replaced both leads. The patient was in stable condition.